Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what do you mean by "evidently had a significant impact on the case"? Please provide more details. This was in relation to the patient having to be taken to x-ray to attempt to locate the needle. Was there any patient consequence or injury? Not that I was made aware of. What is the patient¿s current health status and condition? I was not informed of this. Was any other tissue damaged as a result of searching the needle? Not that I was made aware of. Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? No. If the hospital has not or will not release the product until a future date please confirm this and what the future date is. If the product is no longer available please advise. I was told the needle was not kept after the procedure. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. In the procedure, the tip of the needle broke off. They required the patient to go to x-ray to attempt to find the needle. It¿s not clear whether it was found or not but evidently had a significant impact on the case. There were no adverse patient consequences reported. Additional information was requested.